Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: the product said to be involved was returned in clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the on/off switch in the "off" position. Not all components were included in the return. No catheters were included and the device regulator's small metal ball bearing, spring, lance, and black o-ring were not included in the return. The foam piece from the handle was moving freely within the returned product packaging. The white body of the handle has not cracked open. Powder was not observed on the returned components or within the tray. The red activation knob was returned reinserted into the handle with a detached portion remaining seated around the regulator in the handle. No portion of the activation knob appears to be missing. The activation knob is marked as being formed with core pin #1. The regulator's internal components have detached and the white o-ring remains fixed in the handle. The co2 cartridge was returned, placed within the handle though not under pressure upon return, and was fully punctured. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot # is within the scope of field action recall 066-r. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The activation knob has cracked around the threaded area where it secured to the regulator during activation. A field action (reference field action res 95300) has been initiated for this nonconformance; the reported lot, w4850660, is within the scope of this action. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This device is within the scope of the scar. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This product is included in the scope of this supplier corrective action request. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that while prepping the device, they tried to activate it and there was resistance while turning the red knob. After fully turning the red knob, the co2 [carbon dioxide] cannister popped out on to the floor and the device made a loud pop sound. No one was hit by the cannister. The procedure was successfully completed with another device of the same type. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.